Event description:
The customer reported that the ventilator went to unknown restart while on patient. There's no patient harm reported.the customer service support advised the customer to replaced the power switch to address the reported issue.

Event description:
The customer reported the ventilator blower was replaced because it was working intermittently.

Manufacturer narrative:
(B)(4).